Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) battery contacts were compressed. It was also indicted that the lower case, window, bail covers, and battery drawer were broken. It was also indicted that the lower case, upper case, bail covers, lead flex cover, and main seal were contaminated. It was also indicated that the upper case was dented and the serial number label was damaged. The epg was to be scrapped.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.